Event description:
It was reported that during an iliac stenting procedure, a stent dislodgement occurred. The 70% stenotic lesion was located in moderate tortuous right common iliac artery (cia) to external iliac artery (eia). Contralateral access was used. 7.0x57cm express ld stent was deployed in the right cia. The physician attempted to place a 7.0x30x75cm express ld stent at the distal side of the previously implanted express ld, but the stent became stuck on the proximal edge of the 7.0x57xm stent and was able to cross the first implanted stent. While the physician attempted to advance the 7.0x30x75cm stent, it dislodged from the stent delivery system. The stent was removed using a gooseneck snare. A 7x17cm unknown stent was implanted at the proximal side of the previously implanted 7.0x57cm stent. Patient status reported as "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis.